Event description:
The pump was returned for investigation. Investigation revealed that the display was dim, the buttons had an intermittent response and contamination was under the button contacts. The audio bolus button cover was missing. It was also revealed that the threads on the battery cap were stripped. This report is made based on results of investigation completed on 05/04/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/04/2015 with the following findings: the display was dim and the letters had a red hue. All of the buttons on the keypad had an intermittent response. The keypad was torn and contamination was found under all of the button contacts when removed. The audio bolus button cover was missing. The threads on the battery cap were stripped and it was unable to secure to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).